Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that marker channels were missing on some of the intervals on the magnet and non-magnet electrogram strips, in a remote transmission. Device is still in use. No patient complications were reported as a result of this event.